Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asphere m spec 11/13 40 +0 hip femoral head; pinnacle mtl ins neut40idx56od hip acetabular liner; pinn sector w/gription 56mm hip acetabular cup; pinn can bone screw 6.5mmx30mm hip acetabular cup screw; srom stm std 36+12l 15x20 hip femoral stem; unknown hip proximal femoral sleeve. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Maude event report mw5022717 states: after the left replacement I have been left with severe waddling gait, pain and moderate neuropathy left side after bilateral hip replacements. Left great trochanter avulsion fracture occurred within the first 6 weeks first time avulsion fracture is on x-rays or within 7 days of that date. Doi: (B)(6) 2010 - dor: none reported (left hip). **update** 9/4/12 - litigation papers received which allege the patient had pain, stiffness, inflammation, and increased metal ion levels. **update** 12/20/2012 - reporting of a trochanter fracture. Records indicate patient was revised on the right hip for femur periprosthetic fracture on (B)(6) 2010. Update 02 may 2018: in addition to what was previously alleged, ppf alleges loosening of cup and abductor muscle repair. Added cup, stem, screw and dob. Updated patient's initials. Doi: (B)(6) 2010 - dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.